Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the stylet could not be inserted into the right ventricular lead. The lead was no longer used and a new lead was implanted. The patient's condition was stable post procedure. The patient would continue to be monitored.